Event description:
Information received from the field does not address the patient's clinical status but notes that a holter monitor recorded loss of atrial sensing. When interrogated, the device was found in voo mode. After reprogramming and further testing, the device spontaneously changed parameter values when interrogated and the lead impedance values changed from approximately 500 ohms to >1990 ohms. Subse- quently, the device was replaced.